Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date - (B)(6) 2011, inratio - 3.1, reference (poc meter) - 4.6, 4.7. Pt self tester is reporting discrepant low results compared to poc. Therapeutic range 2.0-3.0. Normally alternates warfarin dose from 15mg to 10mg everyday. Last dose taken 9/15 after testing on meter and before going to hospital. Physician instructed pt to withhold warfarin for the next two days.

Manufacturer narrative:
Investigation pending.